Event description:
As reported, resistance was encountered during advancement of a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds). The stent shifted position on the balloon and partially detached during advancement within an unknown guiding catheter while inside of the patient. The stent remained on the delivery system and was removed together with it. An unknown stent was used as a replacement. There were no reported injuries to the patient. The target vessel was the renal artery, which exhibited moderate calcification, moderate tortuosity, and 70% stenosis. The device had been stored and prepared according to the instructions for use (IFU), and no packaging damage or difficulty removing the device from its packaging was reported. Cordis training/clinical personnel were not present for physician support as the physician was already trained to the device and has used it multiple times. No manipulation of the stent on the stent delivery system (sds) or partial balloon inflation occurred prior to use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, resistance was encountered during advancement of a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds). The stent shifted position on the balloon and partially detached during advancement within an unknown guiding catheter while inside of the patient. The stent remained on the delivery system and was removed together with it. An unknown stent was used as a replacement. There were no reported injuries to the patient. The target vessel was the renal artery, which exhibited moderate calcification, moderate tortuosity, and 70% stenosis. The device had been stored and prepared according to the instructions for use (IFU), and no packaging damage or difficulty removing the device from its packaging was reported. Cordis training/clinical personnel were not present for physician support as the physician was already trained to the device and has used it multiple times. No manipulation of the stent on the stent delivery system (sds) or partial balloon inflation occurred prior to use. The device was returned for evaluation. A non-sterile unit of ¿blue/aviator plus 5x15/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The device was removed from its packaging and evaluated. The balloon catheter was received in an uninflated state, with the stent properly crimped and concentrically mounted on the balloon in accordance with product specifications. No additional abnormalities were identified upon initial examination. The balloon and stent were examined using a vision system to obtain magnified images. Inspection under appropriate magnification confirmed correct stent alignment, uniform strut distribution, and no evidence of surface defects, deformation, or other visible irregularities. Functional testing was conducted to assess performance during guidewire insertion and withdrawal. The balloon catheter was advanced into and withdrawn from the cannula of a csi french 5 laboratory sample through the cap. No resistance, friction, or other performance-related anomalies were observed during insertion or withdrawal. The reported ¿stent offset/out of position¿ and ¿stent delivery system (sds) resistance/friction outer body¿ were not verified during analysis of the returned device. The stent was received properly crimped and concentrically mounted on the delivery system, with no evidence of displacement. No abnormalities were identified during visual inspection. In addition, functional insertion and withdrawal testing through a csi french 5 laboratory sample cannula demonstrated smooth advancement and retraction, with no resistance, friction, or other performance-related anomalies observed. Therefore, the specific cause of the reported event could not be determined. Based on the available information and the absence of device-related findings, a causal relationship between the device and the reported event cannot be established. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the product analysis does not suggest that the issue reported, or the condition of the returned device could be related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken.